Manufacturer narrative:
(B)(4).

Event description:
Information from a patient (with a neurostimulator for non-malignant pain) was received via a manufacturer representative. It was reported that, three days prior to the report, the battery was too low to give the patient stimulation. The patient called the manufacturer representative stating she didn't have stimulation and said over the phone that a power on reset (por) occurred. The por message was informational. The por was not seen on the day of the report when the manufacturer representative met with the patient; the clinician programmer read it as discharged only. However, the representative tried to use the patient programmer and the screen showed the por message, but the por message was not seen on the implantable neurostimulator recharger (insr). The implantable neurostimulator (ins) was too low to communicate, and the clinician programmer reported that the ins is discharged. The steps to clear the por with the clinician programmer was reviewed, but the por was not successfully cleared. The por couldn't be cleared because the battery was discharged. The coupling bars were fluctuating when charging the ins, and the battery was charged to a sufficient amount in order for the patient to receive therapy. The patient charged for most of the day and the stimulator was working fine; a regular charge occurred to resolve the issue. There were no issues with the system, and no medical symptoms reported.